Manufacturer narrative:
Evaluation results: one pneupac ventilator was returned for investigation in damaged condition. The CPAP knob was bent, and the knob cap was missing. The investigator performed an initial check of the CPAP control values and found that they were high. This confirmed customer reported product problem. The knob was replaced as a result. The patient pressure cycling indicator and CPAP control values were then recalibrated as they both were outside tolerance. The device passed all functional test after this measure was taken.

Event description:
Information was received the that a smiths medical pneupac parapac plus ventilator had a bent "bent CPAP knob and readings are off." No adverse effects were reported.